Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient was at school and went on to deliver a bolus and at this point she noticed detachment as insulin was running down on her leg. Reportedly, the location of detachment was near the quick release/site connector. The site location was right thigh and pump was worn on waistband on the same side. The infusions were not stored, or used, in a place where they might have been exposed to extreme temperatures and humidity. The infusion has been in use for less than 24 hours. Also, there was no stress or pull on the tubing. The pump wasn't dropped with the set connected to the body. No further information available.